Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead had exhibited a sudden rise in capture thresholds. Lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.